Manufacturer narrative:
The user facility stated that the sterilizer was leaking steam from the left side and top. A steris service technician inspected the sterilizer and determined that the unit should be replaced. The sterilizer was replaced and no additional issues have been reported.

Event description:
The user facility reported that their sterilizer was leaking steam. No report of injury.